Event description:
Return reason: the customer reported that c.o.c. Displayed "catheter fault" and he was not able to measure the pt's body temperature and cardiac output after insertion. Analysis determined: investigation found that the unit had an open circuit due to a broken wire within the electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pts' status. Remedial action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.